Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-34-us, serial/lot #: (B)(4), ubd: 23-jul-2020, UDI#: (B)(4). Product analysis: the devices remain implanted; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged significantly ventricular upon deployment and moderate paravalvular leak (pvl) resulted. It was noted that lack of calcium in the native annulus likely contributed to the valve movement. A second valve was implanted, valve-in-valve, but the pvl remained. Subsequently, a third valve was implanted, valve-in-valve, which resulted in moderate pvl. No additional adverse patient effects were reported.